Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The dislodgment was confirmed via fluoroscopy. A revision procedure was performed to reposition the lead but the helix would not extend in the new position. The physician believed the extension failure was due to tissue retention around the helix mechanism. This rv lead was explanted and replaced. No additional adverse patient effects were reported.